Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 7 alarm. The alarm was not able to be cleared and therefore the pump had to be powered down and restarted. It was also reported that the pump was being moved, the iabp was unplugged from the wall and it stopped pumping. The pump was serviced by the field service engineer.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "alarm, system error 7" is confirmed. A customer photo of the pumps alarm history show two system error 7 alarms corresponding with the day of the reported complaint. The teleflex field service engineer could not replicate the alarms. The root cause of the alarms is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 7 alarm. The alarm was not able to be cleared and therefore the pump had to be powered down and restarted. It was also reported that the pump was being moved, the iabp was unplugged from the wall and it stopped pumping. The pump was serviced by the field service engineer.